Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported noise was not verified in the laboratory. The device was tested on the bench. No anomaly was detected. The device met all specifications.

Event description:
It was reported that noise noted on lv lead during attempt implant. Device was not implanted.